Event description:
Reported due to foot break found in testing and investigation. Physician attempted an arteriotomy closure with two preclose. Proglide devices following an interventional procedure. Both proglide devices failed to achieve hemostasis reportedly each "device sutures failed to capture." Hemostasis was achieved with compression. The user only returned one device for testing and investigation. No adverse patient effects were reported. Although requested, no additional infoarmation was provided.

Manufacturer narrative:
Investigation of the returned device revealed the posterior foot pocket was broken. Approximately 20.5 inches of suture was exposed at the posterior needle slot and the posterior needle tip was attached to the monofilament. The plunger, cuffs and link were not returned. A review of the device history record for this lot did not produce any findings relevant to this investigation. The probable root cause is that the needle tip may have been deflected low and hit the actuator wire slot which caused the foot to break.